Event description:
The complainant reported the patient was on impella 5.5 support. While on support, placement signal monitoring was going in and out, 3-point fixation was appropriate. There were no kinks or problems in the line, sometimes it¿s good and sometimes it¿s unreliably high. It was reported that it appears to be a wiring issue, not an optical sensor issue. The pump was eventually weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product or data logs were provided. The root cause of the optical signal issue could not be determined since the product/logs were not returned and insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.